Event description:
The co's service dept reported the following: (1) a c1000 was returned for repair. Reported problem: frosting. (2) the fill tube was visibly disconnected from the manifold connector. If the unit were to be filled, liquid oxygen would leak from the fill tube out the top case vents. The homecare provider confirmed no injury is associated with the unit.